Event description:
It has been reported to philips that x-ray always shuts down when the foot switch is operated, screen remains black both in the examination room and in the control room. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in diagnosis procedure when the issue occurred, and the procedure got completed as planned by repeating fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray always shuts down when the foot switch was operated. Review of the system log file was showed x-ray generator errors. To resolve the reported issue two converters in the generator were swapped against each other by the fse. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.